Manufacturer narrative:
The investigation for the product damage and the purge leak has been completed. No product returned for investigation. Clinical reports the connection of the yellow purge tubing and the cassette was leaking and the sterile sleeve was detached. The root cause of the product damage sterile sleeve damage was not determined because product/images were not returned for review. The root cause of the purge leak- pump was not determined because product was not returned for investigation to verify the leak or location. Corrections to the initial MFR report: f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure. Reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the connection of the yellow purge tubing and the cassette was leaking. There was no resolution from changing the purge tubing. The clinician will place a piece of gauze around the tubing connection and change it hourly. It was further reported that the sterile sleeve distal attachment was broken, and the sleeve was hanging loose. A sterile tegaderm was applied to hold the connection of the sleeve in place. The patient is stable.